Event description:
It was reported that patient presented in clinic. Post-procedure after living the procedure room, it was noted that implantable cardiac defibrillator (ICD) and right atrial (ra) lead exhibited far r over-sensing leading to mode switch. Programming changes were made resolving the issue. There were no patient consequences.